Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 104, 132, and 121 mg/dl. The customer was also concerned with fasting comparison blood glucose test results reported by doctor's lab results of 95 mg/dl and the test result of 114 mg/dl using true metrix air meter. The test result of 114 mg/dl had been obtained while at the doctor's office for a previously scheduled appointment. The customer¿s expected am fasting blood glucose test result range is 60-90 mg/dl (as per her doctor) and expected pm fasting blood glucose test result is less than 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 07/31/2022; the product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly, lot number zx4277s, manufacturer¿s expiration date of 08/31/2022. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 139 and 163 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: (B)(6).